Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors likely contributed to the event, including the patient's advanced age of 69 years and history of hyperlipidemia and hypertension. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 6 years and 11 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 27mm surgical valve was implanted in the aortic position. According to the provided medical records, the following was observed per transthoracic echocardiogram (tte): left ventricular ejection fraction (lvef) of 55-60 percent, bioprosthetic aortic valve with critical stenosis, mild tavr valve regurgitation (transvalvular), aortic valve (av) peak/mean gradients of 74/66mmhg, and aortic valve area velocity time integral (ava vti) of 0.7cm^2. Cardiology recommended a 3d computed tomography (CT) to evaluate for hypoattenuated leaflet thickening (halt), and possible surgical aortic valve replacement (savr) or tavr valve-in-valve. Approximately 1 month later, CT revealed tavr in good position with evidence of calcification of the leaflets of the valve, limiting evaluation of possible halt, and no gross soft tissue thickening. It was also noted that the patient presented with shortness of breath and chest pain. The patient's main complaint was shortness of breath with exertional dyspnea. There was severe prosthetic valve stenosis.